Manufacturer narrative:
The device history record review confirmed that the device lot had no anomaly in inspection. The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the teflon pad in the grasping section was peeled, with a piece missing and exposing metal. There was a mark in the probe which came in contact to the non-insulated area of grasping section and was abraded against it. There was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. The coating of the probe was partially peeling. The exact cause of the event cannot be exclusively identified. However based on past investigations, the peeling of the tissue pad likely occurred by the following scenario: seal and cut output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. Teflon pad was worn away, causing the non-insulated area of the grasping section to touch the probe. Seal and cut output was activated with the non-insulated area of the grasping section touching the probe. This caused the error and the contact marks on the non-insulated area of the grasping section and the probe. It has been confirmed that the probe coating peels off if the device is handled as mentioned below. However, it cannot be conclusively determined if such handling actually caused the reported phenomenon. Activation of the device in seal and cut mode for a long duration while no tissue is grasped by the grasping section and the distal end of the probe. Activation in seal & cut mode continued after completion of a tissue cutting is also included in such activation. The instructions for use includes the following statements: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. If the grasping section, metal-exposed area around it or the probe tip gets tissue stuck during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned by the customer as the device stopped working during an unknown procedure. The device appeared to have developed a crack. No piece of the device had broken off and no piece fell in the patient. The procedure was completed with another similar device with a delay of five to ten minutes. There is no reported harm or adverse impact to the patient. Upon evaluation of the returned device, it was observed that the teflon pad in the grasping section was peeled, with a piece missing and exposing metal. This medwatch is being submitted for the reportable issue of the peeled teflon pad exposing metal observed during device evaluation.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Procedure was a diagnostic kidney procedure. Event occurred at the beginning 10-15 min after procedure started. Setting are 1-3. It is not known what function the doctor was performing at the time. Concomitant device used is. The device was inspected before use with no anomalies noted. The transducer cords or the cords of any other medical device were not bundled. It is not known if the connection points to the generator were inspected.